Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that while preforming a proximal humeral fracture; the k-wire tip was snapped off in the k-wire hole in the nose of the philos aiming jig. This wire was from a loaner case that was last used and had passed a loaner set check and sterilization at the hospital. The jig did not appear damaged. In the operating room, the wire was being removed and replaced into the set when the damaged tip was noticed. There was no harm to the patient or any report of a surgical delay. This report is 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.